Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 71 mg/dl. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip noted during visual inspection. Motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms. (B)(4).